Event description:
Reporter alleged higher blood glucose device readings of in the 200s mg/dl. Customer stated when going to a routine doctor appointment, obtaining discrepant comparative glucose results. Customer indicated doctor measured 93 mg/dl compared back to back to their meter reading of 219 mg/dl. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.